Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, heavy calcification was noted on the patient's non-coronary cusp (ncc). A pre-implant dilation was performed using a 23 mm crystal balloon with 2 atm of pressure. The valve was loaded by an experienced medtronic field representative. Crowing was noted between nodes 1 and 2. The valve was attempted to be deployed up to 80%, however the valve was constrained on the ncc side of the frame. Moderate to severe paravalvular leak (pvl) occurred. Of note, the valve height was 0 mm on the ncc and -4 mm on the left coronary cusp (lcc). The valve was recaptured. An infold was noted upon recapture. The system was withdrawn and removed from the patient. The procedure was delayed approximately 10 minutes while a replacement valve was prepped and loaded into a replacement delivery catheter system (dcs). Zero crowding was noted on the replacement load. The replacement valve was deployed at a slight deeper depth; -4 mm on the ncc and -5 mm on the lcc. The valve was released. The valve was post-dilated using a 23 mm crystal balloon due to slight constraint at the waist level. The final result had mild pvl with zero gradient. No adverse patient effects were reported.